Event description:
It was reported by the customer that a pyxis medstation es system was continuously frozen. The customer stated that there were many drawers failing and needed to reboot the station often. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to battery issue. A field service engineer replaced the battery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.